Event description:
It was reported that patient presents with persistent pain and poor rom post tka by an outside surgeon and poly and patella exchange on (B)(6) 2023 by the treating surgeon. All components were well fixed and well aligned. Patient believes she has an allergy to nickel and well-fixed femur, poly and tibia were removed and the components were revised to a company offering nickel free alternative prostheses. No delay nor patient harm is noted. No allegation is made against any component. Patella component was left in place from 3-16-23 as it was well fixed and tracks well. No lot information was available in optimize as this information was not transferred in the migration from compass to optimize. Doi: (B)(6) 2019, dor: (B)(6) 2026, affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history the device lot number is unknown; therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.